Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after activation using a vialmate device, there was a gray particle in the vial. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection noted a grey particle, approximately 2 mm in diameter, inside the vial. The cause of the particle was determined to be a use error. The vial was activated at an angle causing the coring of the bung. Step three to five of the instructions for use indicate clearly how the user should perform the activation process. The device was functionally tested by activating a vial with the adapter not at an angle. No issues were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.